Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the devices, and they were found to meet all specifications. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 3 of 3. Report received from USA stating that device was bogging down and smoking excessively. The device was not being used in surgery. There was no injury reported. It is unknown if medical intervention occurred. The date of event is unknown. There is no additional info available.